Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient got implanted and after everything healed up they went to have robotics therapy, exoskeleton, and issues started with spasticity and tone. It had continued to get worse so the patient was done with robotics and started therapy instead. The patient however had to quit due to their spasticity and pain. The patient was then sent back to robotics. The patient then in (B)(6) 2013 "got bad" and had to quit. Then in (B)(6) 2014 the health care provider (hcp) reportedly saw a kink and crimp in the catheter and the revision as previously reported was then done. The patient was reportedly fine following the revision.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014(B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that during diagnostic testing or troubleshooting, the side port did not aspirate freely. The pump segment of the catheter would not aspirate. The location of the catheter issue was at the pump connector. The event required replacement of the catheter on 2014 (B)(6). The patient had experienced symptoms of increased spasticity. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. It was later reported that the patient had never had good control of spasticity since the trail. The patient had significant lower extremity spasticity and overall poor function. The patient also had multiple ulcerations on the skin, specifically on his legs and abdomen. The patient¿s wife believed the ulcerations were a reaction to the intrathecal baclofen. Despite increasing the dose to above 2000mcg/day, the patient was still very spastic; the patient showed worsening spasticity. During the operation, the new catheter was fed up to the upper thoracic spine with significant difficulty. The surgeon checked for cerebrospinal fluid (csf) flow but could not get a significant amount. The catheter was then pulled back down to approximately the t12 level until good csf flow was obtained. The pump was then refilled with 40ml of 2000mcg/ml baclofen. The old catheter was intentionally left implanted and tied off. Following the operation, the patient was to be taken to the intensive care unit (ICU). It was noted that oral medications had been re-added to the patient¿s regimen. The patient was on several oral medications including baclofen.

Manufacturer narrative:
(B)(4).